Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8945944. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted embolization procedure, the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 8945944) was impeded in the middle section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31411529) and could not be further advanced. The physician retracted only the stent and switched to a second stent, a 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 9020401), but the second stent encountered the same issue. The physician retracted both the stent and the microcatheter. The microcatheter was replaced with another 150cm x 5cm prowler select plus microcatheter (606s255x / 31411529). The physician used the first stent, from lot 8945944, but this first stent encountered resistance in the proximal end of the second microcatheter. The physician removed both devices from the patient and replaced them with new devices (competitor brands) to complete the procedure, which was reportedly prolonged by approximately 40 minutes. There was no report of any negative patient impact. On 13-jan-2025, additional information was received. Per the information, the target vessel of the procedure was the m1 segment of the middle cerebral artery (mca). Adequate continuous flush was maintained through the microcatheter during the procedure. There were no visible kinks nor bends on either of the microcatheters. The information indicated that when the stents were removed, they were still on their respective delivery wires. No information was provided on what was being done during the reported 40-minute delay in the procedure, however, the physician did not consider it to be clinically significant. The information confirmed no negative patient impact; the procedure was successfully completed with devices from other manufacturers.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to correct the UDI that was reported for this device. [Correction]: the UDI for the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 8945944) was incorrectly documented as (B)(4). The correct UDI is (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.